Event description:
It was reported the patient was unable to recharge and the device was discharged at the end of (B)(6) 2014. The patient was not happy they didn¿t have stimulation. The patient was also charging more than expected, which gradually occurred. The patient used to charge every week, but at the time of the report they were recharging every 3 days. The patient was charging to 100%. The patient had their device set at really high settings. The patient¿s recharging frequency seemed to match the patient¿s settings. The patient received a new recharger and was able to recharge again with no difficulty and was getting stimulation again. However, the patient still had to recharge every other day, when it used to be once a week. The patient was reportedly scheduled for a replacement of the implantable neurostimulator (ins) on (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Event description:
It was reported that the surgery was postponed again. The surgery was rescheduled for the wednesday following the report.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the surgery was rescheduled for late (B)(6).

Event description:
It was reported that the patient had a replacement and was doing great.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the battery had been replaced because the patient had to charge more frequently. They had been noticing a decrease in the charge interval over the past 4 months but dropped from charging every 7 days to every 6 days. A battery longevity calculation was performed to estimate the implantable neurostimulator (ins) battery charge interval. With parameters of a 390 pulse width, 300hz rate, 8.8v amplitude and 362ohms impedance the interval was 0.57 days. If the rate was changed from 300hz to 120hz the longevity changed to 1.3days and if changed to 20hz the longevity changed to 6.84 days. The patient also noted with their old device they noticed some difference in stimulation from standing to laying down.

Event description:
Additional information received reported the patient's case was postponed due to insurance issues and has been rescheduled for (B)(6) 2014.